Event description:
The customer reported discrepant troponin I (accutni) results, within different clinical ranges, for three pts, involving access accutni. This is report number eleven of thirteen. The customer recovered a bias of greater than 15 percent compared to a previous reagent lot. Subsequent testing at sister sites also recovered a bias of greater than 15 percent. The customer stated all sites continued to use the new reagent lot in question and to perform a 20-repetition pt correlation and quality control (qc) to determine where to adjust qc mean due to the shift. The customer accepted pt correlation results, but commented to physicians if results are higher than expected, the customer would re-baseline the pts utilizing the new reagent lot. The results in question were released out of the laboratory with comments to physicians. There has been no report of pt injury or change in pt treatment associated with this event.

Manufacturer narrative:
Further investigation clearly showed recently fielded lots meet release specifications and key instructions for use (IFU) claims remain unchanged. Although pt recovery was higher in recently fielded lots than those immediately prior, sensitivity and specificity remain unchanged and the product was deemed safe and effective on the basis of the data. Beckman coulter, inc. Will continue to investigate process improvements to reduce lot-to-lot variability. This reportable event was identified during a retrospective review of product complaints conducted from january 01, 2008 through october 23, 2010 for add'l reportable events.